Event description:
It was reported that an overdose occurred on (B)(6) 2014. The patient had recovered by (B)(6) 2014. This was reported as related to the investigational drug and procedure but not related to the catheter, pump or programmer. Further, on (B)(6) 2014 the physician changed the dosage amount and flex mode was also changed during that time. The daily dose was to change to 150 micro g but accidentally the amount of time was 150 micro g instead. On (B)(6) an ambulance was requested at 9 a.m. And the patient was transported to the center at 9:40 a.m. The patient had cheyne-stokes respiration during transport and was given oxygen but the improvement was insufficient. Therefore, the patient was put on endotracheal intubation and an artificial respirator. On (B)(6) the respirator was detached and the endotracheal intubation was removed. On (B)(6) the patient regained consciousness and no longer needed oxygen administration. On (B)(6) an initial examination was conducted and it was confirmed that there were no remaining aftereffects. It was concluded that this was related to human error with the n¿vision operation. Reportedly, to prevent this kind of incident from happening again in the future, screen (operation) will be confirmed with everyone, including the nurses. This device system delivered intrathecal gabalon. It was further clarified that at the time the physician changed the flex mode, he accidentally entered 150 micro g per hour instead of 150 micro g per day. Further, the programming was done at the hospital at 16:00. The daily dosage of 155 micro g in flex mode (interior am 10-30 30 micro g) was supposed to be set to flex mode 150 micro g (daily dosage) interior am 10-30 27 micro g, but the basic amount of flex mode was accidentally set to 150 micro g per hour. Patient was sent home without anyone noticing the error. At 19:00 the patient ¿told us via line¿ that he felt drowsy and weak, so he requested to come to the hospital the next day. On (B)(6) emergency staff requested the patient be brought in with consciousness ii-20 level was ¿illegible¿ was 94% . At 10:30 am the artificial respirator was attached with consciousness iii-300. At 16:00 the patient¿s eyes opened via stimulation with consciousness ¿illegible.¿ at 18:00 the patient¿s body movement intensified and artificial respirator and regular breathing became unsynchronized and at 19:00 the patient was sedated via diprivan (propofol). On ¿(B)(6) 2014¿ at 12:00 despite being sedated via propofol, artificial respirator and regular breathing were still unsynchronized. At 12:30 propofol was stopped. At 13:10 artificial respiration was removed and around 17:00 consciousness was almost at a ¿I¿ level and conversation was possible. It was suggested that as risk increases as a result of excessive drug administration due to errors in settings, may be better if there was a warning when the daily dosage exceeded a certain amount (for example, +100% or more). Mistakes are less likely to occur if the units used in the settings ( / hr, / day) were bigger so that these are easier to see. The patient reported being drowsy and listless and was advised to visit the hospital the next day. The patient¿s spo2 was 94%. At 16:00 the patient opened his eyes in response to the given stimulation yet had difficulties with other means of communication. The date on which the propofol was stopped, ventilator was removed and the conscious level recovered to nearly jcs1 was reported as ¿(B)(6) 2014.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_prog, product type: programmer, physician. (B)(4).